Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a change in therapeutic effect. The following symptoms were reported: searing pain down leg. There was intermittent "puddling around pump" and puddling was currently present. The pt also stated that shaking his leg would relieve the "kink" and start medication flow again, but this time shaking the leg did not work. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.